Manufacturer narrative:
The investigation for the low pump flow and the thrombus has been completed. No product was returned for analysis. The data logs show a motor current spike before reported low flows. There were also continuous suction alarms. The placement signal issue failure mode was removed as the placement signal trend/shift observed was due to ingestion trend and no actual placement signal failure. There were other motor current spikes during the case characteristic of ingestion events. The root cause of the low pump flow was most likely biomaterial. The root cause of the hemolysis was most likely due to biomaterial. Added h6 impact code 4644 corrections to the initial MFR report: d4-corrected UDI number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that during impella rp support for the 50-year-old male patient there was possible clot on the inlet of the rp flex that resulted in decreased flows and hemolysis. According to the rep, once there was a suspected clot, and hemolysis started about 1 hour later. The physician was informed, and decision was made to give addition bolus of heparin and increase systemic drip. Hemolysis resolved. Upon possible clot ingestion, placement signal went from a mean of 30 to 90. Purge flow went from 11ml/hr to 3.3ml/hr. As each hour that went by after increasing anticoagulation, the purge flow returned to baseline in 12 hrs. The placement signal returned to baseline in about 36 hours.